Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the difficulties listed, cannot be determined based on the limited information available. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: date is estimated. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: transradial coronary stenting: comparison with femoral access closed with an arterial suture device. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This event is from a literature review identifying perclose 6f and 8f devices (techstar and prostar) that may be related to: hematoma, retroperitoneal bleeding, prolonged hospitalization, failure to achieve hemostasis and device failures using closure and treatment methods of surgery, blood transfusion, femo-stop devices and manual arterial compression. Specific patient information is documented as unknown. Details are listed in the attached article, titled: transradial coronary stenting: comparison with femoral access closed with an arterial suture device.